Event description:
It was reported that a patient underwent an endoscopic myomectomy on (B)(6) 2025 and suture was used. It was reported the needle tip was missing during last stich passing through uterus in the endoscopic myomectomy. According to feedback, the needle had been re-shaped to better go into entry. It didn't find the location of needle tip with the help of CT. And it's unknown how long the operation delayed. At this moment, the patient status is stable. Broken needle and another same code needle used in the procedure will be returned for analysis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/25/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: the following information was received: after investigation, the patient was a 44-year-old woman who underwent laparoscopic myomectomy on (B)(6) 2025. The operator used sxpp1a406 for uterine tissue suturing in a continuous suturing manner (the specific suturing tissue level was unknown). The doctor fed back that before the suturing, in order to facilitate the needle to better penetrate the tissue, the needle was re-shaped (the specific situation was unknown). The intraoperative suturing was smooth. After the suturing was completed and the needle was removed, the needle tip was found to be broken (the length of broken end was about 0.15 cm). The operator immediately gave the patient intraoperative imaging examination (c-arm fluoroscopy, CT scan processing) to assist in finding the broken needle. The broken needle tip was not found in the patient's body. Therefore, the operation was continued. The subsequent operation was smooth. The broken tip was not found. The surgery time was prolonged for about 2 hours due to this event. The patient was in stable condition currently. No subsequent adverse event report was received. Additional information was requested, the following was obtained: did the surgeon need to re-shape the needle because it was found defective before use? Or was this normal practice followed by the surgeon? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note(a-13327186), other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece and one empty open foil packet were received for analysis. Upon initial inspection of the returned sample, the needle were examined under magnification and no anomalies or issues related to needle breakage were found. However, significant marks were observed and the curvature of the needle was unusual due to this one was noted to be distorted probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on (B)(6) 2025. The component was identified as product code sxpp1a406. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle the product received for analysis was sxpp1a406. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.